Event description:
Customer reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin. Although experiencing frequent occlusion issues, the customer declined additional assistance, and the case was closed by technical support.